Event description:
The account alleges that the nurse call function would not operate. The account alleges that they determined that the issue follows the bed, not the facility system.

Manufacturer narrative:
The technician replaced the sidecom board and the siderail interface board, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.